Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the radiofrequency (rf) head failed uplink functional testing; the rf head cable was found to be out of electrical specification. (B)(4)

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.